Event description:
Boston scientific received information that this patient's system was explanted due to infection. Following the explant, the patient coded and therefore, a temporary device and this lead are being utilized for pacing therapy until antibiotics are administered and the infection is clear. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service at this time. No other adverse events have been reported. This product issue will be updated if additional information is received.